Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed. The review of the welding parameters did not identify any abnormalities that could have contributed to the reported condition. A leakage test of dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of treatment with a polyflux 140h, an external dialysate leakage was observed from the connection between header and the housing. It was reported there was "a small pool of dialysate under the filter which was wiped, then 10 minutes after, the leak was confirmed again". There was no patient injury or medical intervention associated with this event. No additional information is available.